Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged distal end on the microintroducer was confirmed. The products returned for evaluation were a dilator from a ptfe microintroducer and a guidewire. Reddish-brown residual material was seen within the lumen of the dilator and along the guidewire, indicating that the devices had been used. The introducer sheath had been peeled and was not returned for evaluation. The shaft of the dilator was bowed and the distal end of the dilator appeared deformed. Microscopic examination of the distal end of the dilator revealed that it was jagged with the material around the opening flared outward. The guidewire contained bends 1.6¿ and 3.7¿ from the proximal end of the device. Microscopic examination of the distal end of the guidewire was unremarkable; the weld tip was present and the coils on the coil wire were undamaged and well aligned. The guidewire was measured, and it was confirmed that the outer diameter met the device specifications. The characteristics of a bowed dilator shaft and a jagged distal tip are indicative of damage that can occur through device use. The damage can occur if the dilator is inserted against resistance through tough connective tissue or if the tip is damaged by abrasive frictional wear caused by rubbing against the guidewire through a tortuous path. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
It was reported that when placing the catheter, the most proximal end of the microintroducer was split, leading to the failure of the catheter placement. A new kit of catheter was opened and the catheter placement was done successfully.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2186 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the most proximal end of the microintroducer was split, leading to the failure of the catheter placement. A new kit of catheter was opened and the catheter placement was done successfully.